Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 3.2 mmol/l and 26.0 mmol/l. The patient then tested on a backup meter and received 24.0 mmol/l. It was not reported how much time passed before testing on the backup meter.